Event description:
It was reported by the rep the device was used in a colectomy. It was reported the device would not fire. A reload was used and the case was completed. There was no consequence to the pt.